Event description:
Additional information received indicated the patient presented with additional noise episodes on the right ventricular (rv) lead which were discovered via merlin.net. The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Event description:
Additional information received indicated the right ventricular (rv) was capped, and a new rv lead was successfully implanted on (B)(6) 2024. The patient was stable throughout the procedure.

Manufacturer narrative:
Corrected data: the explant date was removed from d6b as the lead was capped and not explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up remotely via merlin.net on (B)(6) 2021. Review of the transmissions showed that there was noise on the right ventricular lead. Patient was brought to the clinic on (B)(6) 2021 for testing. Noise could not be reproduced with isometric testing. It was noted that the patient had recently started strenuous exercise at the end of (B)(6) 2021 coinciding with the start of lead noise and subsequent non-sustained right ventricular oversensing (nsrvo) alerts. The patient was instructed to exercise without weights or other strenuous types of exercises. The physician did not to make any programming changes and opted to continue to monitor the patient remotely. There were no adverse consequences to the patient.